Event description:
The customer reported six (6) patients had low ion selective electrode (ise) results for sodium (na) potassium (k) and chloride (cl) on their au480 clinical chemistry analyzer. The initial low results were reported outside the laboratory. Upon repeating the samples, the customer amended the results. There was no report of change to treatment, injury, or death associated with this event. Patient demographics were not provided, but the customer did verbally share results for two of the patients.

Manufacturer narrative:
Beckman field service engineer (fse) evaluated the au480 clinical chemistry analyzer and replaced multiple parts including the mix motor, the valve, the mixing bar and the sample syringe to resolve the issue. The fse verified the analyzer resumed to normal operation. Due to multiple hardware interventions performed, a definitive component could not be identified as the sole contributor of this event however there is sufficient evidence to suggest a hardware malfunction was the cause of this event. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).